Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis noted only the stent was returned, confirming the reported dislodgement. There was blood visible on the struts and white foil, consistent with the stent delivery system (sds) advanced into the patient anatomy. There were mangled struts at one end of the stent implant. The white foil was damaged at the same location. There were stretched struts in the middle portion and at one end of the stent implant. A non-abbott balloon catheter was returned with blood on the entire length. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. The patient anatomy was heavily calcified, which likely contributed to the reported difficulties as there was no damage noted to the stent or sds during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. It is likely that interaction with the heavily calcified lesion during advancement in the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent manipulation with the calcified lesion would have then led to the stent dislodgement. Additional non-surgical treatment was used to remove the dislodged stent from the patient anatomy which resulted in a delay in the procedure. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement and stent damage. Additionally, a sampling of units is destructively tested prior to release to verify stent retention. It was reported the graftmaster stents were used to treat an aneurysm. The graftmaster otw instructions for use states: the jostent graftmaster is a balloon-expandable pre-mounted coronary stent graft for intraluminal chronic placement in coronary arteries or aorto-coronary bypass grafts for the treatment of acute coronary artery perforations. A search of the lot history record indicated no non-conforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents, there is no indication of a lot specific product quality deficiency. Based on the investigation, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the procedure for treatment of stenosis and double aneurysm in the ramus artery, pre-dilatation was performed using a non-abbott balloon. A 2.75x23 xience v stent was successfully deployed in the distal segment of the lesion. An attempt was made to advance a 3.0x19 graftmaster stent delivery system for treatment of the aneurysmal segment of the lesion; however, resistance was felt because the ostium was tight due to heavy calcification, and the stent dislodged. The stent delivery system was easily removed from the anatomy and the stent was successfully snared from the ostium of the ramus. The stent was pulled into the guide catheter and removed from the anatomy. A promus stent was successfully deployed for treatment of the remainder of the lesion but no further treatment was provided for the aneurysmal segment. The procedure was significantly delayed (approx 45 minutes) due to the dislodgement of the stent. The patient remained stable throughout the procedure and there was no adverse patient sequela. The patient was discharged one day post procedure. No additional information was provided.